Event description:
Device was returned with the complaint of, "we hereby send you the attachment for repair. In la operation during sawing the saw blade stopped." This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6)(. Device is not distributed in the united states, but is similar to device marketed in the USA. During pre-repair assessment performed by a technician, functional testing was performed and revealed that housing, clutch shaft and crown nuts were worn. This was attributed to normal wear. Device was repaired and returned on (B)(4) 2012. Placeholder.